Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It has reported that the subject device had blackout occur. The issue was found during an unspecified therapeutic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
There were procedural delay of unknown duration during a hemostasis under sedation (device inside patient).

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.